Manufacturer narrative:
D9. Date returned to mfg: 11-jun-2024. H6. Investigation codes: updated. Investigation summary: the sample returned consists of one (1) for p/n: 67n035 and l/n: 3884266, returned sample was received used, in a plastic bag. During the visual inspection it was identified that a portion of the cuff was stuck to the tube. However, according to the instructions for use, the cuff was massaged while the pilot balloon was squeezed, and the cuff inflated. Symmetry measurement was performed to confirm if the value was less than 33%. The symmetry value was 47% (9/19*100). The failure mode of a0492 - will not inflate was not confirmed. CAPA-000862 was opened on january 5th, 2022, to address root cause investigation cuffed products do not inflate symmetrically. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff only inflated on one side. Customer tried to keep cuff inflated for an hour with no change. The other tube did not inflate at all. There was patient involvement and no harm/adverse event reported.